Manufacturer narrative:
Product analysis: analysis of the programmer was able to confirm the customer comment that the programmer display went blank and was unable to update via the universal serial bus (usb). It was further noted that the programmer shut down during analysis, the xy connection was found to be loose and the power supply was replaced as preventative. Analysis also noted that the system fan was noisy, the lower case feet were worn, the programmer had intermittent telemetry with both the provided rf head and a known good rf head, the power cord bay tab was broken and the hinge plate screws were missing. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen went blank and the programmer would not boot up. It was further reported that the programmer was unable to be updated via universal serial bus (usb). It was noted that the programmer required to be updated for remote use. The product was returned for service and subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.